Event description:
Initial reporter indicated to their vns consultant that their (B)(6) handheld computer may have a short. It is unk if the issue is with the ac adapter cable or the serial adapter cable or the serial adapter cable. Good faith attempts are being made to have the products returned for analysis.